Manufacturer narrative:
(B)(4). Reporter's phone number: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger on the battery reamer / drill device was sticking. The event was not reported to have occurred during a surgical procedure. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device trigger sticks was confirmed. An assessment was performed and it was observed that the device had its trigger stuck ¿in¿. It was further observed that the control unit potted pin hole was damaged, the cylinder pin was bent, and the cent-sleeve was damaged. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.